Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this ra lead had no capture and occasional noise episodes. The lead was capped and replaced without complications. Slight insulation crack was observed upon extraction. Should additional information be received, this file will be updated.